Event description:
It was reported by the olympus representative on behalf of the customer, the evis exera iii video system center presented a black image when used with 180 series scopes. The event did not occur during a procedure. All endoscopes were working properly. No patient harm reported. During the evaluation of the device, it was noted there was no image due to a failed printed circuit board. This report is to capture the reportable malfunction of no image due to a failed printed circuit board noted at estimation.

Manufacturer narrative:
An olympus field service technician (fst) was dispatched to the user facility. The device was evaluated, and the reported issue was confirmed. There was no image due to a failed printed circuit board. The device was repaired on site by the fst. The fst replaced the printed-circuit board, performed an electrical safety test, and verified correct operation of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report. G3 date: the g3 date on the initial manufacturer report # 8010047 - 2022 - 05017 was february 10, 2022. H6: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the olympus representative on behalf of the customer, the evis exera iii video system center presented a black image when used with 180 series scopes. The event did not occur during a procedure. All endoscopes were working properly. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon occurred due to the faulty patient circuit (dr) board caused by design failure. It was confirmed that the subject device was manufactured before the dr board design was changed. The change history of parts was checked and it was found that the design of the dr board was changed on april 16, 2018. The operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified products were shipped from june 13, 2018 (pal model)/june 14, 2018 (ntsc model). Patient circuit (dr and ap) boards were replaced at the site. Olympus will continue to monitor field performance for this device.